Event description:
MFR received information that suggested that the device stopped cycling while in patient use. The customer reported that there was no harm to the patient.

Manufacturer narrative:
Npb will notify FDA when further information becomes available.